Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. It was reported that troubleshooting was unsuccessful and that the patient subsequently switched to a backup pump. It was also reported patient had experienced unspecified side effects due to a decrease in their remodulin dose. No adverse patient effects due to the pump alarm were reported. Per reporter, no further details were provided.